Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump is not clearly legible and the plastic that covers the screen is faded. The customer¿s blood glucose level was 146 mg/dl at the time of the hospitalization incident. Due to the screen being too dark to read, the customer over bolused causing them to get a hypoglycemic event. Troubleshooting was not completed. The customer was advised to previously call medtronic for a pump replacement, but they did not call. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No missing segments noted during testing. Unit functioned properly. The insulin pump was received with cracked case on display window corners, severely scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Unit passed the delivery accuracy test with 0.08690 inches. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.